Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment for general surgery and the procedure was delayed and completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available in the system. Upon troubleshooting, fse found that the control module stopped working in the middle of treatment. No errors appeared on the screen. Analysis of the system log file showed communication was lost between the cy connection box and the suite pc. After it lost communication, a lot of errors appeared since it lost communication throughout. To resolve the issue, fse replaced the control module cable. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not available in the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.